Manufacturer narrative:
Angina, myocardial infarction, and thrombosis, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, angina, EKG changes, myocardial infarction, and thrombosis are listed in the risk assessment as no-fault post-procedure complications. Possibly, the angina, EKG changes, and myocardial infarction were secondary effects of the thrombosis, which required treatment with a balloon catheter. Although a conclusive cause for the reported patient effects cannot be determined, there does not appear to be an indication of a product quality deficiency.

Event description:
Reported status: serious injury/medical intervention/permanent damage. Reporting rationale: thrombosis requiring medical intervention/myocardial infarction. Device issue: no device malfunction has been reported. It was reported via a trial, that a non-target lesion in the proximal left anterior descending (lad) was treated with pre-dilatation and placement of a 3.0 x 28 mm promus with 0% residual stenosis and timi 3 flow. The target lesion in the left circumflex (lcx) was then successfully treated with the study stent. The patient recovered in the cath lab area and returned to his room; however, immediately developed 10/10 chest pain and st segment elevations suggestive of anterior wall mi. The patient returned to the cath lab, where emergent left heart catheterization was performed. Coronary angiography revealed a widely patent study stent in the lcx and an acute thrombosis at the distal portion of the promus stent in the proximal lad. A guide wire was advanced through the stent, and a 3.0 x 20 mm balloon was used to dilate the stent with excellent angiographic result; 0% residual stenosis, timi 3 flow, and no residual thrombus. The patient was discharged in 2009, on aspirin and clopidogrel. No additional event or patient information is available.